Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) , implanted: (B)(6) 2015, product type: lead. Product ID :977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead .

Event description:
Information received from the patient reported that there was still an issue with one of the 2 leads of their implantable neurostimulator (ins) system not working. The patient noted that they usually only used lead 1" for their back pain and had not used the second lead for 2-3 months. After they had completely charged the ins, they tested both leads and found that the second lead "wasn't working at all". They had not yet contacted the manufacturer's representative about the lead problem as they were traveling, but planned on doing so. The indication for use for the implanted device was noted as spinal pain.

Event description:
Additional information received from the consumer reported that he had been able to manage his pain with just the one lead. The patient noted he was out of the country and would not be back for the next few months so he had to address the issue with the one lead. The patient had not made his healthcare professional aware as he was out of the country and was going to follow-up with his healthcare professional when he was back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.